Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 80 to 120 mg/dl. Customer feels as blood sugar is low and observed symptoms of feeling funny. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on ((B)(6) 2015) produced results of 97 mg/dl and 97 mg/dl. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 01/20/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 48mg/dl (B)(6) 2015 02:52pm; 238mg/dl (B)(6) 2015 04:51pm; 178mg/dl (B)(6) 2015 03:45pm; 121mg/dl (B)(6) 2015 11:49am; 130mg/dl (B)(6) 2015 08:57am. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).